Event description:
It was reported that on (B)(6) 2015, the patient underwent a revision procedure due to a broken nail, two broken screws and a non-union. The patient had been implanted in 2012. The patient had little to no healing at the fracture site. The broken nail was removed but the two broken screws remain in the patient. A new nail and screws were implanted successfully. This report is for an unknown nail. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Date of event: unknown. This report is for an unknown nail/unknown lot. Implant date: 2012, month and day unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.